Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for peritonitis. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies, routes, and durations were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and peritoneal dialysis therapy was ongoing. No additional information is available.